Event description:
The pt reportedly did not receive benefit from the cochlear implant due to polyneuropathy. The pt's cii device was explanted. The pt was implanted on the contralateral side with another advanced bioncis cochlear implant.